Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system has slight delay when exposing but was able to complete the procedure with the same monitor. The philips field service engineer (fse) inspected the system onsite and confirmed that monitor was unable to display the live images. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found that the ipb had incompatible firmware. The fse checked the logfile with the national support system and confirmed that the issue was related to the frontal 1 and frontal 2 boards. To resolve the issue the fse replaced the ipb (image processor board). After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned normally on the same system with minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was unable to display the live image. No harm to the patient or user was reported. Philips has started an investigation of this complaint.